Event description:
It was reported that a large volume infusor leaked. This occurred during infusion to an inpatient. The reporter stated that the device was connected to the patient using unknown non-baxter tubing. The exact site of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 07/03/2013 and 07/10/2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the sample was received for evaluation. A visual inspection and leak testing were performed. The reported condition was not identified during product evaluation. Should additional relevant information become available, a supplemental report will be submitted.